Event description:
It was reported by service report that the right side rail was not locking in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail out of adjustment.